Event description:
Boston scientific received information that a latitude red alert was issued for this cardiac resynchronization therapy defibrillator (crt-d) being programmed to monitor only mode prior to an elective replacement indicator (eri) device replacement procedure. The patient had a history of high programmed pacing output settings, which is believed to have impacted device longevity. Subsequently, a patient advocate contacted boston scientific and questioned why the device did not last longer.

Manufacturer narrative:
No adverse patient effects were reported as a result of this event. The explanted device was given to the patient and has not been returned to boston scientific for analysis. This event will be updated if any additional information becomes available.